Event description:
It was reported that the system 9800 continued to produce x rays after the control switch was released. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified through the review of error logs. Numerous generator errors were cited. The generator interface circuit board was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service. It is unlikely for a pt to be injured, due to the additional dose of radiation of such unwanted x-ray radiation in a normal condition. The dose of radiation is within the FDA regulatory control limits.